Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that her pod had initiated an alarm while she was just sitting down and not doing anything. She stated that her bgs had been elevated (267-360mg/dl) during the two days that the pod had been active. The pod will be returned for evaluation.